Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms, which caused high blood glucose. Customer would also get bent cannulas. Customer's blood glucose was 8.1 mmol/l. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads and a cracked case at the reservoir tube window corner.